Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending artery with 90-99% stenosis, pre-dilatation was performed with a 4.0x15 mm non-abbott balloon catheter. A 4.0x23 mm rx xience alpine stent delivery system (sds) was advanced and when the balloon was inflated at 14 atmospheres to deploy the stent shouldering at the proximal and distal portions (around 4 mm) was noted. The tapers of the balloon seemed to be long. The stent could be deployed without issue; however, the shouldering was unusual. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.